Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined cartridge error on their pump. Multiple attempts were made by tandem technical support to obtain further information but none was provided. There was no reported impact to the customer's blood glucose level.